Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 500cc mentor memorygel breast implants, suffered bilateral rupture and bilateral capsular contracture; baker grade I on the left and baker grade iii on the right side, post-operatively. The ruptures were discovered during the bilateral explantation and replacement with non-mentor implants surgery on (B)(6) 2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 11/13/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a crease was observed in posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).